Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split was confirmed. The product returned for evaluation was one t-lock extension tubing. The investigation findings are consistent with damage caused by contact with a sharp-edged instrument such as a scalpel. The returned product sample was evaluated, and a large diagonal split was observed just distal to the luer hub. A small amount of usage residue was observed within the t-lock. Microscopic examination of the split showed attributes indicating contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: the fracture surface was reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. Sharply formed fracture edges. Planar shape to the fracture surface. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that health professional said when he went to flush the line he got squirted and the tubing was cut on t-connection. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refn0893 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that health professional said when he went to flush the line he got squirted and the tubing was cut on t-connection. No other information was provided.